Event description:
No harm to patient. Picu [pediatric intensive care unit] staff nurse reporting malfunction of the stat lock device. Nurse reporting that the blue moveable post in which the catheter wings are place were "stuck and not slide into place" requiring a second stat lock to be obtained. Nurse reporting no issues with blue post on second device.